Manufacturer narrative:
The referenced pump exchange was reported under medwatch report #2916596-2017-00302. (B)(4). Approximate age of device-3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that during an outpatient clinic visit, routine lab assessments revealed a lactate dehydrogenase (ldh) of 640 u/l (baseline 300's-400's). The patient underwent a pump exchange in (B)(6) 2017 due to thrombosis. Due to the concern for recurrent pump thrombosis the patient was admitted for initiation of heparin to bridge to persantine, and monitoring of vad parameters. Ldh continued to trend down while hospitalized and the patient was discharged on (B)(6) 2017 with an ldh of 459 u/l. The patient was discharged on persantine, aspirin, and coumadin, with no plan for further intervention. The patient will be followed regularly in the outpatient clinic. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported elevated lactate dehydrogenase could not be conclusively determined. The patient remained ongoing on (B)(4) until a pump exchange was performed on (B)(6) 2017 for suspected pump thrombosis, which was confirmed through the evaluation of the returned device. Refer to medwatch MFR report # 2916596-2017-01762 for a full evaluation of the device. A specific cause for the development of the deposition and a timeframe or which it was present in the pump could not be determined; however, the time between this event and the pump exchange suggests that the observed deposition was unlikely to contribute to the reported elevation in ldh. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.